Manufacturer narrative:
The pt was seen in 2009; she still has some anesthesia in the infra orbital distribution and the induration is a 2cm patch in the left upper lip involving the nasolabial fold. She was restarted on augmentin. Rating the induration on a sale of 1-10 the induration is a 2. In a follow up with the injecting physician, the pt has not been seen since two days later; he believes she had an infected hematoma and still has numbness in the infra orbital distribution. She had no skin loss.

Event description:
Pt was injected in the medial cheeks with radiesse dermal filler during a training session. While injecting the pt, the physician injected 0.2cc into the infra orbital area and noticed a white flush to the skin. He repositioned the needle and continued with the injection. The pt experienced swelling and blanching to the area post injection, and it was treated with ice. The pt developed a hematoma and numbness of the left cheek. The pt consulted with a plastic surgeon in her area (she lives 1 hour away from the injecting physician), and was admitted to the hospital for two to three days for antibiotic treatment. She has had some light peeling of the tissue of the left cheek area and has an induration of the left cheek, there is no drainage of the area.